Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer reported insulin flow blocked alarm. Customer stated the insulin did not exited. Customer stated they were able to troubleshoot for a potential reservoir and infusion set issue at the time. Customer stated the insulin pump did not alarmed insulin flow block. It was unknown that auto mode was used or not. Customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.